Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the previous device evaluation (which was inadvertently left off the initial report). The device evaluation also discovered the following: angulations are out of specification . Brown foreign material adhered to objective lens and around light guide lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed since reprocessing could not be conducted properly due to leakage. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer's complaint occurred during a therapeutic biliary tract kt procedure which was finished with the same device. No complications to the patient.

Manufacturer narrative:
The technical evaluation confirmed the customer¿s reported issue. The air / water channel is clogged attributing to no air/water flow. The foreign material could not be removed from the channel; therefore, the foreign material could not be further identified. The evaluation also noted the elevator arm cover failed the leakage test, and the light guide lens at the distal end is cracked. The investigation is still in progress; however, should additional relevant information become available, a supplemental report will be submitted accordingly.

Event description:
The customer reported the evis exera iii duodenovideoscope has no flow from the main air/water system. The device was returned to the repair center for evaluation and during the evaluation, the following reportable malfunction was identified: an unspecified foreign material was found clogged in the air/water channel and could not be removed. No death or injury and no impact to patient or other has been reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.